Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.

Event description:
It was reported to novo biomedical that a consumer's blood glucose meter lcd display is missing the segment for the first number. The meter in question will be returned for eval.